Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last 3 or 4 days she had been having high blood glucose in the 300 and 400 mg/dl range and experienced constant urination and thirst. She treated with manual injection and current value was 254 mg/dl. During troubleshooting, she stated that the drive support cap was recessed, the tubing had no air bubbles, no insulin leak was found, insulin was not expired, insulin did exit the tubing with manual prime and she had not had any bent cannulas. The settings were correct and the bolus history was accurate. The customer was unable to perform the high pressure test since he did not have a tubing clamp. She mentioned she tried an infusion set and it leaked. Multiple no delivery alarms were found in the alarm history. The customer was advised that a different infusion set type would be sent and to call back when receiving the tubing clamp to complete troubleshooting.